Manufacturer narrative:
Excessive laxity was identified intra-operatively. The patient was converted to an off the shelf revision total knee system. Review of the device history record indicates that the device was manufactured to specification. Since this was a bilateral procedure, no significant delay in surgery was experienced. The surgeon wrapped the knee and performed the left knee surgery. When the left knee was completed, the instruments were available for the right knee revision.

Event description:
Excessive laxity was identified intra-operatively. The patient was converted to an off the shelf revision total knee system.